Event description:
It was reported that during thyroidectomy, the endotracheal tube was used. It was found that the endotracheal tube was leaking the air and could not be used normally. The leak was evident when trying to inflate the cuff to establish the airway during the intubation process. There was no patient injury.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, there was no damage in the construction of the device that would have resulted in the reported event. There were biological contaminants on the distal end of the device and inside the packaging pouch. Functionally, a syringe was used to inject 20-cc of air into the cuff balloon and there were no issues during inflation or deflation. The balloon was re-inflated and deflated multiple times and no leaks were observed. For further analysis, a leak test was performed by submerging the balloon and inflation assembly, at separate times, under water and no leaks were noticed. Electrically, for additional analysis, resistance of each lead should be between 1.7 and 3.7 ohms and the actual measurements were 3.5 ohms (blue), 3.3 ohms (blue with clear tubing), 3.4 ohms (red), and 3.6 ohms (red with clear tubing) in which all of the electrodes were in specification. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.